Event description:
It was reported during an implant procedure, the lead could not be fixed to the heart muscle. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. The lead was received with the helix fully retracted and the distal conductor was distorted and fractured at the connector (overstress). Damage at implant was noted. Primary analysis finding indicated distal conductor fracture.